Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was cut and returned in two sections. Externalized cables were found at 12.5cm - 15.2cm from the lead tip due to internal insulation abrasion. The etfe coating was intact. External abrasions were noted at 12cm and at 21cm - 21.5cm from the connector pin, consistent with friction against the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.